Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump experienced no delivery alarms during bolus and the priming process. His or her blood glucose was unknown at the time of reporting. The customer was advised on the potential causes of the alarms and to change the infusion set. No equipment was returned. No additional information as reported.